Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested patient demographics were not provided.

Event description:
It was reported the staff continues to have problems with the luer connections coming loose at a variety of times during the patient¿s stay. The connection comes loose at the IV, the IV connector piece that comes in the package, and at the 3-stopcock area. It is not always recognized that the tubing has come apart until medication or blood is spilling out onto the floor or bedding. There is no patient harm.